Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of liore sal at 321.9mcg/day via an implantable pump. The indication for use was not provided. It was reported the patient saw their doctor on (B)(6) 2018 after their pump started to alarm. The event date was provided as (B)(6) 2018. The patient¿s pump was read and showed a motor stall had occurred and the pump had been off for approximately 125 hours. There were no reported environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced (B)(6) 2018. The device was discarded by the healthcare provider and would not be returned for analysis. The issue was resolved at the time of the report. The patient¿s status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were not available.